Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-u.s. Event. The event occurred in (B)(6). Consumer reported a pledget falling apart upon removal but noticed others unraveling. Consumer did not seek medical.